Manufacturer narrative:
The serial number, UDI and manufactures details kept blank since the given asset information found to be server. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a pyxis medstation es system had a issues with device shutting down. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.